Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. Concomitant medical products: lgc tibial fit tray cem sz 6f / 5t (cat#: 02-012-45-6050 / serial#: (B)(4)). Logic tibia ps mod insrt sz 6 9mm (cat#: 02-012-35-6009 / serial#: (B)(4)).

Event description:
As reported, approximately 5 years post the initial implant, this (B)(6) y/o male patient had a left knee revision done based on the femur being loose. The revision was done by a competitor that told the rep that a revision was being done and this manufacturer¿s implants were being removed. The devices will be returned. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the femoral component and the bone, which resulted in aseptic (non-infected) femoral loosening. The most probable root cause associated with the reported event is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.